Event description:
(B)(4). Since having essure implanted in 2009 I have suffered with heavy clot filled painful periods that smelled of metal, I had my gallbladder removed, and currently suffer from what my dr. Believes is endometriosis. During my cycle the pain from said endometriosis travels down my leg and cause my leg to give out. Aside from this, I have mood swings like I've never had before and abdominal pain and bloating. Also, the said endometriosis bothers me way before my cycle and long after, almost until my next. This limits my ability to play with my children b/c it is extremely tender to the touch, limits my intimacy and exercising ability.